Manufacturer narrative:
Vyaire file identification number (B)(4). A vyaire field service representative (fsr) evaluated the suspect ventilator. The fsr reviewed the error log and found the unit generated a motor fault error. The fsr determined that the battery charge was low. The fsr charged the batteries and ran the ventilator for 3 hours with no errors duplicated. The fsr verified function of the unit and the unit was verified to operate within manufacturer specifications.

Event description:
The customer reported that the vela ventilator generated the alarm "vent inop." The customer reported that there was no patient involvement associated with the event.